Manufacturer narrative:
(B)(4). The caravel microcatheter with its separated tip was returned for evaluation. Multiple circumferential cracks were found near the torn end of the tip. The distal end of the underlying braid tube was exposed at the torn end. The separated tip was stretched for 1mm proximally. Due to stretching of the tip polymer material, circumferential cracks appeared near the torn end of the separated tip. The very distal end of the separated tip was crush, likely bit by a sharp object. Above findings indicated that the tip was separated at the distal end of the braid tube located at 2mm from the very distal end of the tip and the polymer-made separated tip was stretched into 3mm long. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated during removal had most likely contributed to tip separation observed on the returned microcatheter. The applied stress would exceed the product design limit likely when it was applied as the tip being trapped in calcium, stretching the tip and eventually tearing off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat a heavily calcified, chronic total occlusion (cto) in segments #7 and 9 of the left anterior descending artery (lad). A guide wire was able to cross #9, however, an asahi tornus microcatheter and an unspecified balloon failed to cross the lesion. The microcatheter was replaced with the caravel microcatheter and another attempt was made to cross the lesion when the tip became caught in the lesion. The physician continuously pulled the caravel when the catheter tip became detached. Because the separated tip remained on the guide wire, both devices were removed together. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event.